Manufacturer narrative:
Findings: pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected power error alarm noted during testing. Power error alarm was noted in the download formatted history file due to intermittent non-sleep anomaly. Pump received with scratched case, stained serial number label, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that they had experienced a power error on their insulin pump. The customer¿s blood glucose level was 236 mg/dl at the time of the incident. The customer returned the product back for analysis.